Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient will contact his physician and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (reuse), electrode belt sn (B)(4) - 06/2014 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associate with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. A sinus tachycardia rate over the treatment threshold contributed to the false detection. The patient was conscious and shopping at the time of the defibrillation. The response buttons were not pressed during the entire event. The patient will contact his physician and continue to wear the lifevest.